Manufacturer narrative:
Cause: without defective device for return, it is challenging for transtek to conduct a detailed analysis. There are some similar device failures from other feedbacks and the cause analysis should be the same theoretically as below. 1. We checked the all related DHR, including manufactured process records, fqc inspection records, ect, and no accuracy issue was found. 2. The product has passed clinical validation iso 81060-2:2018. Its performance meets the requirements. 3. The instructions have already covered the relevant operation. The customer might not read the instructions carefully. Corrective action: 1. Establish a regular communication mechanism with our customer. 2. Prepare a document concerning troubleshooting and essential precautions as a notification of reminder for customer promotion to minimize the risk of user misoperations. Conclusion: this issue would not cause or contribute to a death or serious injury, not a MDR event.

Event description:
Event description manufacturer narrative(provided by teladoc) the device was not returned for this investigation.should the device be returned at a later date, a supplemental report will be filed. Event description: the patient stated that their teladoc blood pressure monitor was providing high readings.the patient provided an example of a higher reading they received of 142/78 on (B)(6) 2025.the patient advised that the readings from their teladoc blood pressure monitor caused their physician to increase the dosage of their medication from 12.5 mg of hydrochlorothiazide to 25 mg beginning on (B)(6) 2025.on (B)(6) 2025, the patient went to the doctor for a scheduled general exam.the patients' readings at the doctor's office were 20 points lower than those taken at home. Exact readings were not provided. The patient stated that they had not yet begun the increased dosage of their medication, and information was not provided as to if the patients' prescription was changed back to the previously prescribed 12.5 mg of hydrochlorothiazide.